Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's display. The mother states that the upper left hand side of the device has ink spots. The mother states the customer is unable to see the time or the reservoir icon. The customer's blood glucose level at the time of incident was 104mg/dl. Troubleshoot was conducted, and the customer was advised the pump would be replaced and returned for analysis.